Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced glare at night and was diagnosed with dysphotopsia. The iol was later exchanged for another iol. There are two medical device reports associated with this event. This report is associated with the patient's left eye. Additional information has been requested.